Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient experienced inflammatory nodule after being injected with 0.5 ml of juvéderm® voluma¿ with lidocaine in ck3 and 0.5 ml of juvéderm® volbella¿ with lidocaine in each dark circle. This is the same event and the same patient reported under MFR report # 3005113652-2021-00464 (B)(4). This emdr is being submitted for the second suspect product, juvéderm® volbella¿ with lidocaine.